Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with motility catheter placement procedure performed on an unknown date. During the procedure, the clip was tied to motility catheter and attempted to rotate via the orange plastic part as well as the wire just outside the center lumen of scope, but the clip did not rotate. The clip was still able to grasp and lock onto tissue; however, it was stuck from the catheter to deploy. The handle was moved up and down several times, and the clip detached from catheter. The catheter was pulled out from center lumen of scope, and it was found that the clip was not attached snuggly onto colon and actually opened up. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block d7a (sud reprocessed and reused), h8 (usage of device).

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with motility catheter placement procedure performed on an unknown date. During the procedure, the clip was tied to motility catheter and attempted to rotate via the orange plastic part as well as the wire just outside the center lumen of scope, but the clip did not rotate. The clip was still able to grasp and lock onto tissue; however, it was stuck from the catheter to deploy. The handle was moved up and down several times, and the clip detached from catheter. The catheter was pulled out from center lumen of scope, and it was found that the clip was not attached snuggly onto colon and actually opened up. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.